Manufacturer narrative:
This MDR is being submitted due to the reported obstruction that occurred after the initial placement of the acell device. The acell device was explanted; however it is not available for evaluation. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with acell's operating procedures and federal, state, and local laws and regulations. We are submitting this report now, however, additional information has been requested. An update "wlll" be provided upon "reciept" of more information.

Event description:
On 12/6/19, acell, inc. Became aware that an acell device was explanted due to a bowel obstruction. The acell device was implanted (B)(6) 2019 and explanted on (B)(6) 2019. We are submitting this report now, however, additional information has been requested. An update "wlll" be provided upon reciept of more information.